Event description:
It was reported that the pacemaker was under-sensing the patient's fast atrial rate. Technical services (ts) examined device programmed settings and recommended device optimization. The atrial sensitivity was reprogrammed in clinic. It was noted that this patient was feeling symptomatic. It was also noted that the right atrial automatic threshold test was found to be in suspension due to atrial rates being too fast. Ts suggested a fixed output. This right atrial (ra) lead was not manufactured by (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).